Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from mexico reported a diagnosis of corneal ulcer in the os in 2002 while wearing an unknown acuvue brand contact lens. The pt could not recall which acuvue brand lens was worn at the time of the event. The pt reported a monthly replacement schedule with daily wear. The pt could not recall the treating eye care provider¿s (ecp) name or contact information. The pt also could not recall the treatment prescribed and frequency. No other information was provided. No additional information is expected. The lot number is unknown. The suspect lens was discarded and is not available for return for evaluation. This event is being reported as a worst-case event as the pts diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.